Manufacturer narrative:
Date of event: unknown. (B)(4). Medical device expiration date: unknown. Device manufacture date: unknown. Bd had not received samples or photos from the customer facility for evaluation; therefore, the investigation was limited. Retention samples were selected from bd inventory for evaluation, and the customer's indicated failure mode was not observed as all samples met specifications. A review of the manufacturing records was completed for the incident lot and no issues were identified.

Event description:
It was reported that a bd vacutainer® safety-lok¿ blood collection set was missing a needle. No report of serious injury or medical intervention.